Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with compression fracture at t7; and underwent kyphoplasty at the same level. Intra-op, it was noticed that the cement was setting up too fast; however, the procedure was completed successfully with the same product. No patient complications were reported due to this event. The cement was stored at proper temperature before and during the procedure; and was mixed for 30 seconds. It was doughy and homogeneous prior to delivery into the patient.